Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly gave a red alarm when the range and motion was all the way over on robotic arm joint 1. Analysis of the logs showed an error code for 'subsystem robotic assembly validation - robotic arm and setup arm redundant controller state check - surgery mode', an error code for 'subsystem robotic assembly validation - redundant position sensing check' and an error code for 'robotic arm brake state check'. The instrument drive unit (idu) was reseated to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that with a demonstration system, the arm cart assembly displayed a non-recoverable error alarm when the range of motion was positioned all the way over on roll joint 1. An instrument drive unit (idu) reseat was performed to resolve the issue. There was no patient involvement.

Event description:
It was reported in a demo system, arm cart assembly (aca) displayed a non-recoverable error alarm when the range of motion was positioned all the way over on roll joint 1. Instrument drive unit (idu) reseat was performed to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.